Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) would not communicate with a programmer nor elicit tones upon application of a magnet. It was also noted that the patient was in an intrinsic rhythm below the lower rate limit.